Event description:
Affiliate is reporting that during an shoulder repair on 2004 the ceramic portion of a se electrodes broke off into the patient. Some of the broken ceramic fragment was recovered at that time. A re-operation two days later was performed to remove the rest of the broken fragment. There is no further consequence to the patient.